Event description:
It was detected in your chloraprep product (hair in the product).

Manufacturer narrative:
Photos were provided for evaluation. Visual examination of the photos shows a hair inside the original unopened package. As a result, bd was able to verify the reported issue. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers; if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. Production record review was completed with batch/lot 0119542 and no non-conformances were identified during the manufacturing of this lot. No further action required at this time. This failure mode will continue to be tracked and trended.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was detected in your chloraprep product (hair in the product).